Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has two leads (from the same lot). It was reported the patient had fallen. Afterwards, the patient lost adequate stimulation. X-rays revealed both leads had migrated. As a result, both leads were repositioned on (B)(6) 2013. Repositioning the leads resolved the patient's issue.